Event description:
It was reported that following an implant procedure, the patient was not able to move his right leg and experienced a severe abdominal pain. It was unknown what caused the abdominal pain since nothing was seen on scans and the physician did not think it was device related. No device malfunction was suspected. The patient was hospitalized, and the spinal cord stimulation system was explanted. The explanted devices were discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7087069, UDI: (B)(4).